Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The helix of the lead was extrinsically bent. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to retract. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure the physician tested the helix deployment on the scrub table prior to implant. The rotation tool was used for 10 rotations before the helix extended. The number of rotations was variable and the physician was not confident using this lead. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.